Event description:
A nurse reported after implanting the shunt, it did not drain and the procedure was switched to a trabeculectomy. The surgeon stated the procedure was completed without any complications and the patient is doing well. Additional information has been requested.

Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).